Event description:
It was reported that a 27mm navitor valve was selected for implant on (B)(6) 2022 using a large flexnav delivery system. The patient had general tortuous aorta. There was sufficient calcium to allow for anchoring of the valve. During the procedure as the valve was released, the valve migrated. The implant depth at deployment and release was 2-4mm. It was noted that there was no tension in the delivery system at the time of final deployment but that the physician pushed the delivery system slightly too forward during final release causing it to hook on to the retainer tabs if the navitor valve. During removal of the delivery system, the valve migrated. The valve was not snared. The migrated valve did not block any coronary arteries. The patient did not experience any symptoms due to the migration and remained hemodynamically stable. A 2nd, 27mm navitor valve was required in a valve in valve procedure using a new large flexnav delivery system. While advancing the large flexnav delivery system in the calcified and tortuous arteries, the iliac artery was damaged. The damage was thought to have been related to the delivery system progression in the tortuous anatomy. A vessel repair was attempted but to due significant bleeding the patient died during the procedure. The cause of death was iliac rupture during the valve in valve attempt.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident is consistent with a retainer remaining hooked onto the delivery system causing the valve to migrate. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6. Health effect - clinical code: 1888 code removed.

Event description:
This report is for the migration of the first 27mm navitor valve that required a valve-in-valve procedure. It was reported that a 27mm navitor valve was selected for implant on (B)(4) 2022 using a large flexnav delivery system. The patient had general tortuous aorta. There was sufficient calcium to allow for anchoring of the valve. During the procedure as the valve was released, the valve migrated. The implant depth at deployment and release was 2-4mm. It was noted that there was no tension in the delivery system at the time of final deployment but that the physician pushed the delivery system slightly too forward during final release causing it to hook on to the retainer tabs if the navitor valve. During removal of the delivery system, the valve migrated. The valve was not snared. The migrated valve did not block any coronary arteries. The patient did not experience any symptoms due to the migration and remained hemodynamically stable. A 2nd, 27mm navitor valve was required in a valve in valve procedure using a new large flexnav delivery system. While advancing the large flexnav delivery system in the calcified and tortuous arteries, the iliac artery was damaged. The damage was thought to have been related to the delivery system progression in the tortuous anatomy. A vessel repair was attempted but to due significant bleeding the patient died during the procedure. The cause of death was iliac rupture during the valve in valve attempt. Related manufacturer reference number: 2135147-2022-00539-00. Related manufacturer reference number: 2135147-2022-00480-00.